Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller hardware fault at home at approximately 13:24. No other alarms were noted and their parameters were stable. Log files captured a replace controller alarm flag on (B)(6) 2024 at 13:24, indicating a potential issue with the emergency backup battery (ebb). A backup battery test circuit fault was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via the provided log file. The log file captured a replace controller alarm on (B)(6) 2024. The alarm appeared to have been caused by a backup battery circuit test fault condition, and the alarm remained active throughout the remainder of the data. The alarm did not prevent the pump from operating as intended throughout the data. The system controller (serial number unknown) was not returned for analysis. Available information indicates that the backup battery was exchanged to resolve the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault condition, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the emergency backup battery (ebb) was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.